Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The fault led did flash during the self test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, led anomaly, or stuck button alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that they did not press a button down for 3 minutes or longer. Customer had hyperglycemia and treated with bolus delivery. Customer declined to perform the high pressure test. Customer stated that he did not see the red light emitting diode flashing light while running the self test, twice. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.